Manufacturer narrative:
Visual analysis of the returned device identified: opening. Leak test was performed and found opening posterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Additionally, patient reported right side. Device remains implanted.